Event description:
Five days post procedure, it was reported the pt experienced loss of speech for 15 seconds. No other complications were reported with the pt.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt.